Event description:
The device was returned for mechanical hardware failure (av sticky valve). Unable to perform mock infusion due to fva output pin being stuck in open position. Fva output pin failed to cycle on start up. Removed fva assembly and fva pins had debris excessively on the output pin which made it hard to remove assembly. Cleaned fva pin and channels and reinstalled fva assembly. Fva pins were able to cycle properly. Attempted a mock infusion and received a cassette not recognized error. Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit failed. Lever boot retaining plate is damaged due to being cracked. Fva lip seals, set ID, and lever boot retaining plate will be removed and replaced during repair process before device is sent to test line for full functional testing.

Event description:
The following has been reported: biomed reported: "bottom right valve pin is pressed in and will not release. Ivenix lvp (sn: (B)(6)) that has a stuck pin. Customer cleaned the device and tried to exercise the pin but was still unable to get it to release. Patient harm: no a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.